Event description:
Customer reported having high blood glucose. He stated he had treated his blood glucose based on his sensor readings, causing his blood glucose to run higher than usual. The customer's blood glucose was 340 mg/dl. The customer did not have any symptoms of high blood glucose. The customer also declined to troubleshoot as she already treated her blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).